Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that while trying to program her insulin pump, it alarmed compromised force sensor system. The customer stated that the pump would prompt her to rewind and during manual prime, the compromised force sensor system alarm occurred again. Her blood glucose levels were unknown. The customer declined troubleshooting. The customer was advised that the insulin pump would need to be replaced. The pump was not returned.